Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer had a short circuit and would not open. However, it was indicated that the programmer would not power up. It was also indicated that the keyboard connector was loose. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a short circuit and would not open. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.